Manufacturer narrative:
Date of event: unreported date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor experienced a no flow event. The infusor was filled with fluorouracil and was attached for 46 hours. The nurse reported that the volume wasn¿t infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: may 9, 2016 ¿ may 11, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.